Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. It was reported that during preventive maintenance, the ventilator failed the internal leakage test and the pressure transducer test during pre-use check. The failure was located to the pressure transducers printed circuit boards and issue was solved by replacing them. In addition, the membrane of the expiratory cassette, o2 cell and the o2 cell holder was also replaced. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. No parts were returned for further investigation. Therefore, the root cause to the reported issue cannot be established by this investigation.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).